Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain burn-like") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), rhinitis allergic ("allergic rhinitis"), dysphonia ("change in voice"), oropharyngeal discomfort ("discomfort in the throat"), thirst ("very often thirsty"), dry mouth ("dry mouth"), cough ("dry cough"), nasal dryness ("no nasal discharge (dry nose)"), feeling cold ("constant feeling of cold"), abdominal distension ("swollen belly"), nausea ("nausea"), weight increased ("weight gain"), poor quality sleep ("poor sleep"), fatigue ("chronic fatigue"), insomnia ("insomnia"), heart rate irregular ("abnormal heart rhythm"), muscular weakness ("circulatory weakness in hands and feet"), oedema peripheral ("feet edema"), the first episode of arthralgia ("joint pain"), joint noise ("crunching joints"), myalgia ("general muscle pain (legs, arms, back)"), back pain ("back pain, low back pain/sacrum pain"), gait disturbance ("difficulty walking for a long time"), loss of personal independence in daily activities ("difficulty holding the phone for a long time"), the second episode of arthralgia ("hips pain"), intervertebral disc disorder ("vertebrae l5-s1 disorder"), formication ("formication in extremities feet and hands"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), toothache ("teeth pain") and fibromyalgia ("fibromyalgia pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy for essure withdrawal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dizziness, rhinitis allergic, dysphonia, oropharyngeal discomfort, thirst, dry mouth, cough, nasal dryness, feeling cold, abdominal distension, nausea, weight increased, poor quality sleep, fatigue, insomnia, heart rate irregular, muscular weakness, oedema peripheral, joint noise, myalgia, back pain, gait disturbance, loss of personal independence in daily activities, the last episode of arthralgia, intervertebral disc disorder, formication, muscle spasms, limb discomfort, cardiovascular disorder, toothache and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, cardiovascular disorder, cough, dizziness, dry mouth, dysphonia, fatigue, feeling cold, fibromyalgia, formication, gait disturbance, heart rate irregular, insomnia, intervertebral disc disorder, joint noise, limb discomfort, loss of personal independence in daily activities, muscle spasms, muscular weakness, myalgia, nasal dryness, nausea, oedema peripheral, oropharyngeal discomfort, pelvic pain, poor quality sleep, rhinitis allergic, thirst, toothache, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: plain abdomen x-ray, lumbar and vertebral column x-ray, and physiotherapy sessions. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on an unknown date: narrowing disc in l5-s1. Unknown date: plain abdomen x-ray, lumbar and vertebral column x-ray: results not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11507 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jun-2018. The most recent information was received on 12-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain burn-like") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), rhinitis allergic ("allergic rhinitis"), dysphonia ("change in voice"), oropharyngeal discomfort ("discomfort in the throat"), thirst ("very often thirsty"), dry mouth ("dry mouth"), cough ("dry cough"), nasal dryness ("no nasal discharge (dry nose)"), feeling cold ("constant feeling of cold"), abdominal distension ("swollen belly"), nausea ("nausea"), weight increased ("weight gain"), poor quality sleep ("poor sleep"), fatigue ("chronic fatigue"), insomnia ("insomnia"), arrhythmia ("abnormal heart rhythm"), poor peripheral circulation ("circulatory weakness in hands and feet"), oedema peripheral ("feet edema"), the first episode of arthralgia ("joint pain"), joint noise ("crunching joints"), myalgia ("general muscle pain (legs, arms, back)"), back pain ("back pain, low back pain / sacrum pain"), gait disturbance ("difficulty walking for a long time"), loss of personal independence in daily activities ("difficulty holding the phone for a long time"), the second episode of arthralgia ("hips pain"), spinal disorder ("vertebrae l5-s1 disorder"), formication ("formication in extremities feet and hands"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), toothache ("teeth pain") and fibromyalgia ("fibromyalgia pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy for essure withdrawal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dizziness, rhinitis allergic, dysphonia, oropharyngeal discomfort, thirst, dry mouth, cough, nasal dryness, feeling cold, abdominal distension, nausea, weight increased, poor quality sleep, fatigue, insomnia, arrhythmia, poor peripheral circulation, oedema peripheral, joint noise, myalgia, back pain, gait disturbance, loss of personal independence in daily activities, the last episode of arthralgia, spinal disorder, formication, muscle spasms, limb discomfort, cardiovascular disorder, toothache and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arrhythmia, back pain, cardiovascular disorder, cough, dizziness, dry mouth, dysphonia, fatigue, feeling cold, fibromyalgia, formication, gait disturbance, insomnia, joint noise, limb discomfort, loss of personal independence in daily activities, muscle spasms, myalgia, nasal dryness, nausea, oedema peripheral, oropharyngeal discomfort, pelvic pain, poor peripheral circulation, poor quality sleep, rhinitis allergic, spinal disorder, thirst, toothache, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: plain abdomen x-ray, lumbar and vertebral column x-ray, and physiotherapy sessions. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on an unknown date: narrowing disc in l5-s1. Unknown date: plain abdomen x-ray, lumbar and vertebral column x-ray: results not provided . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11.718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.